Manufacturer narrative:
The device was repaired and the reported issue was isolated to interface between the device and the failed component. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). The graphic user interface (gui) printed circuit board (pcb) was replaced. All tests and calibrations were performed in accordance to manufactures specifications. All tests passed.

Event description:
It was reported that the ventilator display screen was blank. There is no reported patient involvement.